Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), amenorrhoea ("periods did not appear until the 4th year"), abdominal distension ("I looked pregnant with no explanation/bloating") and loose tooth ("loose tooth"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the menorrhagia, amenorrhoea and loose tooth outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, amenorrhoea, loose tooth and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Event loose tooth was added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), amenorrhoea ("periods did not appear until the 4th year") and abdominal distension ("I looked pregnant with no explanation/bloating"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the menorrhagia and amenorrhoea outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, amenorrhoea and menorrhagia to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.